Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after assistance with re-pairing the sensor, the user¿s pump indicated it was out of insulin despite a same-day supply change, and the user was guided through a repeat supply change to confirm insulin and resume delivery, after which a blood glucose of 213 mg/dl was observed and follow-up confirmed return to normal range. Symptoms included hyperglycemia. Outcomes included resolution without hospitalization. Investigation included customer-guided troubleshooting and education regarding the supply change process and confirmation of resumed insulin delivery, followed by monitoring for a downward glucose trend. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.